Manufacturer narrative:
The field service engineer (fse) performed various service actions, adjusted the sample/reagent probe and replaced a damaged cover. The service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs stat on a cobas e 411 analyzer (disk system). The first sample initially resulted in a troponin t value of < 3 pg/ml and it repeated as 88.58 pg/ml. No questionable result was reported outside of the laboratory.

Manufacturer narrative:
The troponin t hs reagent lot and expiration date were requested but were not provided. No problems with other parameters or tubes were observed by the customer. Qc is within the acceptable range. The field service engineer replaced the pinch valve tubes and chamber. The investigation is ongoing.